Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to application not launching automatically, station at blue screen. Technical support specialist worked on station and fixed the issues with windows updates to resolve this issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system went station is slow. Customer stated that there was no delay to the patient care and no harm to patient, the user was able to remove the medication from a nearby station.. There were no adverse events or injuries reported based on this incident.